Event description:
It was reported, the patient was ¿having trouble with coverage¿. It was reported, the patient had a loss of therapeutic effect which began ¿a couple months ago¿. It was further reported, the patient is receiving stimulation but not in the exact spot where they need it the most. Additional information received reported, the patient had their two leads replaced with a single lead on 2014 (B)(6). It was reported, the cause of the revision was due to lead migration and high impedances, >10000 on electrodes 9 and 12 on one of the leads. It was reported, the patient had a loss of stimulation and stimulation in the wrong location and no pain relief. It was noted, the extensions were attached to the leads but the new lead was long enough so the extensions were removed as well. It was reported impedance tested show all values within normal limits. It was reported that approximately two years prior to report the patient felt something ¿pull¿ and it has not worked well since. It was reported, the last time the patient was programmed was around (B)(6) 2014.

Manufacturer narrative:
Analysis of the lead, lot # v261528036, found no significant anomaly. It was found the outer insulation on the lead body was cut. Analysis of lead, lot # v261528037, found conductors #9 and #12 were broken 2.8 centimeters from the proximal end and that the esc insulation was breached. Analysis of the extension, s/n (B)(4), found the distal end was missing a setscrew. Analysis of the extension, s/n (B)(4), found the outer body of the insulation was cut. Analysis of the anchor, s/n unknown, found the anchor had separated. Analysis of the anchor, s/n unknown, found silicone on the anchor had been cut.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the lead revision because one of the leads had come loose. They again stated that they had signs of it the whole year prior to the revision because they were feeling like they were getting electrocuted when laying on a certain side. Also they reported when they closed their eyes, it looked like there was an electrical storm going on. No further complications were reported.